Event description:
Reporter alleged obtaining a result of about 150 mg/dl on the aviva combo system compared back to back with a result of about 60 mg/dl on the hospital system when testing was performed within 10 minutes. Reporter stated she was being to have hypoglycemic tremors. Reporter also said that she received insulin through infusion. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were discarded, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.